Manufacturer narrative:
The investigation is ongoing, the results will be reported in a f/u report.

Event description:
It was reported that an oxylog 2000 emergency care ventilator was connected to a pt since (B)(6) 2011 22:00. On (B)(6) 2011, at 07:30am the ventilator suddenly stopped ventilating and generated continous pressure of 65 mbar. The pt examination showed pneumothorax in 2 lungs.